Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was stated that there was a leak from the anesthesia bag. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Lot history review could not be performed as no lot information was provided. Visual inspection did not identify any physical damage or anomalies. Functional testing was performed in accordance with the leak test procedure, and leakage was observed from the seam between the black bushing and white tape. The customer¿s reported problem of leakage was confirmed. The most probable cause was determined to be an assembly error during manufacturing. No additional testing was performed.